Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a positive supply background test failure. No patient injury reported.

Manufacturer narrative:
One device was received for investigation. Visual inspection showed that there was a crack on the lower right front corner on the top case and also a crack on the bottom case. There was also a broken plunger case seal. Functional testing of the device was unable to duplicate the reported problem. The complaint is not confirmed. Preventive maintenance was completed by replacing the main board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.